Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. A is currently available. The IFU lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Additionally, the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure (rhf) with cardiac index less then 2.0 l/min/m2. Although it was considered unlikely to be device related, it could not be ruled out. The patient was admitted on (B)(6) 2025 for the rhf, and while admitted, the patient had a tricuspid valve repair. The patient was discharged on (B)(6) 2025.